Event description:
Boston scientific received information that this right ventricular (rv) lead was surgically abandoned due to a lead fracture issue observed during a recent device replacement procedure. During the replacement, it was also noted that the rv lead exhibited high pacing impedances greater than 2000 ohms; approximately 3500 ohms. A new device and lead were successfully implanted and all measurements were within normal range. No adverse patient effects were reported.

Manufacturer narrative:
The right ventricular (rv) lead was surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.